Event description:
It was reported from (B)(6) that during room set-up, prior to a craniotomy surgery, it was discovered that the motor device was ¿frozen not functioning¿. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial: reporter's address was unknown. Reporter's telephone number in (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had motor rub. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.